Event description:
Patient's one touch ultra meter was reported to keep giving the apply sample icon on the display. This issue was not resolved with troubleshooting. Patient had enough sample applied to the test strip. They were asked to retest with a new test strip and a sufficient sample size, but the issue persiste. Patient also tried testing with a test strip from a new vial, but the test still did not start. This case is reported as a meter malfunction since the issue was not resolved. There was no adverse event reported. No further clinical information was provided. A replacement meter was sent to the patient.